Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found overtorque of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of helix failure to extend was isolated to the helix being clogged with blood and overtorque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08148. It was reported that the patient presented with failure to capture on the right ventricular lead in (B)(6) 2020. The chest x-ray of standing position confirmed the device pocket was lowered, and the lead was pulled along with it. Micro dislodgement was suspected. On (B)(6) reoperation was performed for a lead replacement. The physician was able to retract the helix, but since the helix could not be extended again, the lead was removed, and new lead was applied to complete the reoperation. The physician suspected that since the patient was obese, the device pocket part fell off.